Event description:
It was reported that the needle did not retract. Event details: verbatim: according to the report, the blue catheter remained in the IV set kit while needle was being removed and the safety button device also malfunctioned. The IV needle was not used and we have the product if needed. Injuries or adverse event: no.

Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.